Event description:
The facility reported a fail code 810:04, which did not occur during pt use. Although attemps were made by baxter, details were not avail regarding pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.